Manufacturer narrative:
The unit had no button response due to a corroded keypad. The unit had a button error alarm due to a corroded keypad. The unit had a minor scratched display window, a cracked case at the display window corner, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a button error alarm after changing the battery. The customer stated that the device had been pressed against her skin. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the device for analysis.